Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection. The ipp was replaced. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of the pump found no abnormalities and passed the leak testing but did not pass the activation testing. The cylinders were inspected, and one cylinder presented a hole in the proximal end of the cylinder resulting in a fluid leak. The hole was consistent with sharp instrument damage. The other cylinder and reservoir did not show any abnormalities and passed the leak testing performed. Based on the available information, the reported clinical observation of infection is a known inherent risk with the device.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection. The ipp was replaced. There were no additional patient complications reported.